Manufacturer narrative:
(B)(4).

Event description:
Customer reported the cuff did not inflate on the tube during patient use. Another tube was used. No patient harm reported.

Event description:
Customer reported the cuff did not inflate on the tube during patient use. Another tube was used. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. As the sample was not returned, 315 samples were taken from current production at the manufacturing facility. The cuffs of the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.